Event description:
Pt's husband states that he mixed IV remodulin in the cassette, but bubbles are forming and seem to be causing a "high pressure" alarm on both cadd legacy pumps. Husband believes this to be a cassette specific problem and I advised that he mixed a new cassette in order to resolve the problem for the time being. Husband stated that he has been doing this for six years and is very knowledgeable with the entire process. I advised that one of our nurses would f/u in order to assess the core problem with the faulty cassette. Pt was not due to mix for at least two more hours and husband was confident that the next cassette would have no issues. No other info provided. The error did not occur while I use. It did not cause any harm to the pt. It is available for return and we are currently working to correct the issue. Dose or amount: remodulin 180 nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2011 to ongoing. Diagnosis or reason for use: pah.